Event description:
It was reported that the device had over-delivered, as the patient and caregiver found that medication bag was completely empty despite the pump displaying a remaining volume. The event occurred during infusion, with patient involvement and no harm. It took place at the patient¿s home, and the device was operated by the patient.

Manufacturer narrative:
The root cause investigation analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.